Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: ta locked up. The resident tried to fire the device, but only gave a half squeeze when performing the second squeeze of the handle. The staples only half formed. It is believed that the resident did not squeeze the handle fully. The original staple line was removed, and a second firing was performed with no further issues with the new staple line. The account reported that there was no tissue damage, no extension of operating room time, no reinforcement material employed, and no other issues. No further information was available from the account.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one ta 60 - 4.8 stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the resident tried to fire the device but only gave a half squeeze when performing the second squeeze and the staples only half formed during a colectomy procedure. The instrument was received without a 4.8mm single use loading unit (sulu). Since a clinical sulu was not received; a pmv representative sulu was used for all functional testing. The representative sulu was inserted into the instrument and applied to test media. The staple line was properly formed. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic current specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.